Event description:
In 2008, the pt reported that the piston rod of her infusion device will not completely retract during a cartridge change. She also stated that the infusion device makes an audible noise and there is "green crystallization" near the piston rod. She stated that she has experience this issue for "a while" but she has been able to "reboot" the infusion device by removing and reinserting the battery. To troubleshoot, the pt was instructed to retract the piston rod. She stated that she could hear "clicking" but did not see the piston rod retract and 315 did not appear on the display of the infusion device. She then received an e10 (cartridge error). The pt stated that she does not shower or swim with the infusion device, but she was certain that moisture had entered the cartridge compartment (details not provided). No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.